Event description:
It was reported that the buttons of the insulin pump were not functioning properly; they are delayed in response. The customer's blood glucose was 136 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.